Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular adverse event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc on the left nasolabial fold. Patient had a vascular adverse event at the injection site. Patient had 4 treatments with hyaluronidase a month later over the period of 5 days. Patient was also treated with aspirin, nitropaste, and compresses. Patient also had gentle cleaning with hydrogen peroxide and polysporin to the area with sunscreen. It was noted that frostbite (vasoactive) can occur easily. The healthcare professional was not sure if "the product was administered "intravascuarly" or whether or not it was compressed against a vessel" as it is not possible to see this. The patient has no signs of necrosis at this time, however it is too soon to tell. This can only be determined in a few weeks. The area is irritated from numerous injections of hyaluronidase. Symptoms are ongoing.